Event description:
It was reported that there was a revision on the date of this report and the healthcare professional was seeing shorts. Just the batteries were involved in the revision; the patient had not wanted the extension revised at the time of this report. The first time there was a sign of the problem was 3-4 months prior to the surgery. The patient had turned the right battery off because of discomfort. The patient could not think of a specific incident or fall that may have damaged the system. The patient felt the programming made him uncomfortable. The impedance issue had first occurred preoperatively during impedance test, no stimulation difference had been felt by the patient. Impedance measurements before were c/0-3672, 0/2-4014 and 0/3-4517. The cause of the impedance issue was not determined. Both batteries were changed out and because therapy impedance was normal after battery change the patient¿s spouse had not wanted the extensions changed at that time to fix the open circuits that were not being sued in the patient¿s current program. The patient had never felt like the therapy had been great in the past several years since implant. Stimulation just kept getting higher and higher without increased benefit but with greater discomfort.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# s00185936, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# j0118279v, product type: lead. (B)(4).